Event description:
The patient had been wearing the pod on the abdomen for approximately 5¿24 hours when the adhesive loosened at one corner, resulting in cannula dislodgement. This issue was not immediately recognized. The patient subsequently experienced rising blood glucose levels, with reported values of 20 mmol/l (360 mg/dl) at home, 25 mmol/l (450 mg/dl) upon arrival at the hospital, and 29 mmol/l (522 mg/dl) during a subsequent nurse measurement. Earlier values documented in the case notes include 13.9 mmol/l (250 mg/dl) and 18 mmol/l (324 mg/dl). The patient developed abdominal pressure, nausea, vomiting, and weakness. The patient¿s spouse contacted support after noticing the loose adhesive and dislodged cannula. A urine ketone test (meditest ketonstripes) returned positive with the color violet, and the patient presented to the hospital on (B)(6) 2026. In the emergency department, the patient received 10 units of insulin via pen, and the pod was removed. The patient was diagnosed with ketoacidosis and admitted to the intensive care unit from (B)(6) 2026, where insulin therapy was managed with hospital equipment. The patient was later transferred to a general ward, and a new pod was applied. Discharge was documented on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis/hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The pod was received with the soft cannula deployed. A leak test was conducted successfully, no leaks were observed. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. No timeouts or drive stalls were observed. The pod generated an 0x6a occlusion alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). The cause of the generated 0x6a occlusion alarm could not be determined.